Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter. During the child's stay in the pediatrics department on (B)(6) 2024, he made ward rounds at 7:00 a.m. And noticed that the child's indwelling needle was broken and could no longer be used; he informed the family and removed the child's indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During follow up conversations with the customer it was stated that the event was related to multiple punctures by the medical practitioner. No additional information provided.

Manufacturer narrative:
1. It is learned from the follow-up information that there are defects of catheter pierced and needle bent after the indwelling needle is punctured repeatedly and pulled out. No defective samples and photos are returned. 2. DHR/bhr review(lot#3353660): 1)this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: lie distance test, penetration force test, cannula rigidity and toughness test, and the test results are all within the product specifications. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample is received, and it is learned from the follow-up information that the complained defects appear after the indwelling needle is repeatedly punctured, so it cannot be confirmed that this complaint is related to product quality.